Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. H3: analysis of the recharger model# 97755 serial# (B)(6), revealed a recharge antenna failure; the reading was low and read as 0 when it should have been higher than 30. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#:(B)(4), g2. Foreign: japan h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that a ¿system problem¿ messages were frequently observed on the patient controller while charging the implantable neurostimulator (ins). It was stated that whenever that happened, the recharger telemetry module (rtm) cord was reconnected to the controller and the issue was resolved. It was also reported that ¿the adapter part of the antenna cord that states the antenna part and the serial number gets hotter¿ and ¿the area that plugs into the controller of the cord was also swollen.¿ the patient controller was noted to produce a ¿rattling sound¿ near the stimulation on/off button when it was shaken. It ¿felt like something was coming off inside.¿ it was unknown whether any external factors may have led or contributed to the issue. The issue remained unresolved at the time of report. The patient was alive with no health damage at the time of report. No complications were reported or anticipated. Additional information was received. It was reported that the antenna portion of the antenna cord and the adapter part with the serial number become hot. The area near the part that plugs into the controller of the code is also bumpy.